Manufacturer narrative:
Section b3: event date was estimated. Manufacturer's investigation conclusion: the report of dashes in place of flow numbers could not be confirmed through this evaluation. It was reported that the patient had a short-to-shield issue that had started years prior. It was communicated that although the damage had ultimately been repaired, the patient continued to utilize battery power and an ungrounded patient cable. It was noted that seeing dashes in place of flow values contributed to the use of the ungrounded cable. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remained ongoing on hmii lvas, serial number (B)(6) until they ultimately expired on (B)(6) 2023. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -" this prevents the display of inaccurate flow information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a short-to-shield that was repaired.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.